Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2500 mcg/ml fentanyl at 892.7 mcg/day, 12 mg/ml bupivacaine at 4.285 mg/day, and 5 mg/ml prialt at 1.7854 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient heard the pump beeping and a motor stall occurred at 11:48 on (B)(6) 2017. The stall was confirmed by telemetry. The patient had not recently had an MRI. It was noted that the patient had used a grinder on (B)(6) 2017 to grind a bolt. It was noted the patient had increased pain starting (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.